Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
The patient was admitted to the hospital after a syncopal episode. Interrogation revealed an eri message. Measured data showed no voltage or magnet rate, but the current drain was 15 ua and the battery impedance was 2 kohms. Estimated longevity in december 2005 was 28 months. When a software download was attempted, the patient's heart rate dropped to 30 bpm. When the wand was removed, the device went to bvvi mode with resumed pacing. The device was replaced.